Event description:
It was reported that the pt was experiencing sleep apnea and makes strange noises during stimulation which was documented in a sleep lab. The sleep apnea is possibly a pre-existing condition, but the physician believes the vns is exacerbating it. The device was turned off, but the magnet is still on so a pt can swipe it a few times a day as needed. The pt was also started on more anti-seizure medication. After intervention, the pt has not had further issues during the night. It was also noted that the pt is having more general tonic-clonic seizures than pre-vns baseline levels. It is unk if this occurred before or after the device was programmed off. Attempts for further info have been unsuccessful to date.